Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot d725 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of d725 for the reported issue shows no trends. Trends were reviewed for complaint categories centrifuge bowl leak/break and leak centrifuge alarm. No trends were detected for each complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
Customer reported a blood leak alarm going off during buffy coat collection of first cycle. The treatment was aborted with no blood returned to the patient. The customer provided photos of the incident. The photos showed a blood leak at the centrifuge bowl.

Manufacturer narrative:
The customer provided photographs for evaluation. Based on the customer supplied photographs, the blood leak was verified. Further observations of the photographs show that the inlet tube to the bowl is not fully seated, and there appears to be blood in the joint between the tubing and the bowl. The photographs did not provide enough information to determine where the leak had originated from. A material trace on the bowls used to build kit lot d725 found no nonconformance. A root cause for the leak could not be determined based on the information provided in the customer's complaint description and customer provided photographs. No further investigation is required at this time. Investigation complete. (B)(4).